Event description:
It was reported that the customer had a motor error alarm on the insulin pump while giving a bolus. Customer's blood glucose level was 156 mg/dl. Customer was asked to rewind the pump. Customer did not have the alarm during the rewind. Customer was asked to try and change site and the infusion set. Customer stated that the pump alerted again during a bolus. Customer received a replacement pump. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump had minor scratches on display window, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.